Event description:
Three bard female catheter kits tubing were found to be defective. All had the same lot number. This was all discovered before any patient was involved. Ref reports: mw5172535, mw5172537. Pt code: 4582. Device code: 2588.